Event description:
The patient reported the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in his left eye (os) on (B)(6) 2006. The lens was explanted on (B)(6) 2011 due to the patient had lost vision due to the development of a cataract. The cataract was removed and an iol was implanted. Patient's va was 20/30+2 and prognosis is good.

Manufacturer narrative:
(B)(4): evaluation: method - work order search, medical review. Results - a lens work order search was performed and no similar complaints were found within the work order. Medical review - the icl is indicated in patients 21-45 years of age. There is a much greater risk of cataract in patients over 45 years of age post icl implantation. The patient in this case is over (B)(6) of age. Anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. In the (B)(6) trials, approximately 6% to 7% of eyes developed anterior subcapsular opacities at 7 years following icl implantation, but only 1%-2% progressed to clinically significant cataract during the same period. Cataract extraction was performed in these cases and visual outcome was good. Conclusions - 68 (other): based on the complaint history, work order search and medical review, a likely root cause of the event has been determined to be due to the off-label use of the lens. (B)(4): lens not returned.